Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported issue was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation inspected the device for flow accuracy testing but did not observe any symptom or potential causes of the reported problem. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed preventive maintenance flow testing high. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.